Event description:
A physician attempted arteriotomy closure using the perclose proglide. The physician made a slightly larger incision to remove the teflon link suture with the rear foot attached. Hemostasis was achieved with manual compression.

Manufacturer narrative:
The results of the evaluation of the returned device showed a broken foot. Based on available information, device malfunction could not be identified and cause of foot break is undetermined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.